Manufacturer narrative:
(B)(4). Method: the actual device was received for analysis. A visual inspection and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
Fill volume: asku, flow rate: asku, procedure: laparoscopy procedure, cathplace: asku, infusion started: (B)(6) 2015, morning, infusion ended: (B)(6) 2015, 20:38. It was reported by a clinical specialist that there was an incident involving a patient that had a laparoscopy procedure on (B)(6) 2015. Patient reported from home that her pain pump was empty. Patient was told that the pump would last 2 days. Patient stated that the pump had a hole at top but denies leaking from hole. Infusion of an unknown medication started on (B)(6) 2015 in the morning. The infusion stopped on (B)(6) 2015 in the evening. Therefore, the pump did not last the 2 days as the patient was informed. During infusion, the pump was placed next to the infusion site. The flow restrictor was attached to the patient's skin. The time that the incident was noticed was at 20:38 on (B)(6) 2015. The patient reported that the pump was empty at the end of the infusion and at the time of disconnecting. Patient's current condition is that she is at home and denies pain or discomfort. No medical intervention required. The sample is available for return.